Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The patient is a (B)(6) female who presented with a ruptured right middle cerebral m1 artery aneurysm hunt and hess score grade 2. The patient's aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013, the patient experienced moderate vasospasm which required intervention verapamil infusion. The vasospasm was reported as serious adverse event which resulted in medical intervention to prevent further permanent impairment to body structure or body function. Reason for use: moderate vasospasm.